Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument has a broken blade and could not be used. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial head nurse reporter and obtained the following additional information regarding the reported event: the instrument was inspected prior to use, and nothing was noted out of the ordinary. The instrument did not collide with anything, and no fragment was reported to fall into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have a broken blade at the base. A piece approximately 0.085" x 0.393" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument's head was fractured.